Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhoea, vaginal bleeding, menorrhagia, depression, hot flashes and diarrhea. Concurrent conditions included dysplasia, hair loss, dry skin, numbness in face, seizure, night sweats, stress, peripheral swelling, cough, hemorrhoids, menses irregular, tingling, bruising, seasonal allergy, irregular menstruation, abdominal cramps, cervix inflammation, nabothian cyst, squamous cell metaplasia, adenomyosis, dysfunctional uterine bleeding, benign polyp of uterus, benign neoplasm of ovary and benign fallopian tube neoplasm. Concomitant products included oral contraceptive nos from 1995 to 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2018, the patient experienced mood altered ("hormonal changes describe: moody/mood swings") and hyperhidrosis ("hormonal changes describe: sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("psychological or psychiatric problems condition: depression"), dysmenorrhoea ("dysmenorrhea (cramping)/painful cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, metrorrhagia, mood altered, hyperhidrosis, vaginal haemorrhage, depression, dysmenorrhoea, dyspareunia, fatigue, abdominal pain, back pain, iron deficiency anaemia, headache, nausea, weight increased and weight decreased had resolved. The reporter considered abdominal pain, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, iron deficiency anaemia, menorrhagia, metrorrhagia, mood altered, nausea, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2007 and (B)(6)2008. Plaintiff received treatment for fallowing conditions: psych injury, fatigue, hormonal changes, headaches, nausea, weight gain, weight loss. There was 1 coil noted protruding through the ostia in right tube. The left was deployed and there were 5 coils noted protruding through the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: the results of her essure confirmation test: total bilateral occlusion.. Pathology test - on (B)(6) 2018: proliferative endometrium, negative for hyperplasia; on (B)(6) 2018: pathologic diagnosis: uterus (91 g), ovaries and fallopian tubes, hysterectomy and bilateral salpingo-oophorectomy: cervix with chronic inflammation, nabothian cysts and focal squamous metaplasia. Proliferative endometrium. Adenomyosis. Ovaries with physiologic cysts and corpora albicantia. Fallopian tubes with essure devices in place, bilateral.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: weight gain, dysmenorrhea, depression, headaches, menorrhagia, abdominal pain, nausea, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Previously reported event "injury nos" replace with "moody", events- " sweats; abnormal bleeding (vaginal, menorrhagia); depression; dysmenorrhea (cramping);dyspareunia (painful sexual intercourse); fatigue, pelvic/ abdominal, back, metrorrhagia (bleeding b/w periods), anemia, psych injury, headaches, nausea, weight gain, weight loss", lab data, reporter, medical history added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available forfrom our investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.